Event description:
It was reported that the right ventricular lead had an apparent fracture and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the distal segment of the lead was returned and analyzed. The proximal conductor was fractured. The defibrillator conductor had fractured and was distorted. There was blood/body fluid in the outer tubing overlay. The outer tubing was kinked/buckled. The out tubing overlay was melted and had cosmetic environmental stress cracking. The helix was distorted/bent. There was blood in/on the helix mechanism. There was tissue on the helix. The lead was stretched. The analyst also noted that the rv interior defibrillator cable fractured at 51.4 c. The exposed coil continuity is complete.